Event description:
Male patient with stage iii left upper lobe non small cell lung carcinoma, complicated by vocal cord paralysis status post neo-adjuvant chemotherapy, who underwent video assisted lobectomy of left upper lobe. During the procedure, an ethicon 45mm stapler was used to divide the vein and arteries, including the upper bronchus and apical pulmonary arteries (pa). The first firing was unremarkable. However, after firing the stapler for a second time, the stapler misfired and the knife blade would not retract. The surgeon attempted several rescue maneuvers and contacted the manufacturer representative for additional assistance. The surgical team was unable to open the stapler and the specimen was ultimately removed by cutting above the stapler. A small hole was noticed in the pa, which was closed with one suture. The bronchus was subsequently closed and there was no evidence of leaking. The procedure continued without complication.